Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13242. It was reported that the patient's right ventricular lead was exhibiting episodes of noise due to clavicular crush. In addition, the patient's left ventricular lead was exhibiting loss of capture. Both leads were explanted and replaced. The patient's condition was noted to be stable after the event.